Event description:
It was reported that during use there was leakage pas the plunger with a bd¿ luer-lok syringe 60 ml. The following information was provided by the initial reporter: customers have noticed leaks around plunger seals during use of syringes. Blood/liquid has leaked from the inner seal, filled the gap between the seals, and then leaked from the outer seal.

Manufacturer narrative:
Investigation summary: one sample was returned from the customer for investigation. The sample was not able to be tested due to potential contamination issues as it had been used with an unknown substance. Additionally, four photos were provided by the customer for investigation. One photo shows a syringe partially filled with an unknown red substance. It appears that some of the red liquid is also between the stopper ribs. The second, third, and fourth photos all show syringes filled with a dark liquid. It cannot be determined if the liquid is between the stopper ribs or not in the photos. All three photos show dark foreign matter in the area behind the stopper. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. CAPA 55639 ¿ 60ml leakage past stopper is currently underway to reduce these complaints and because a dv was not completed when bd originally went from 50ml to 60ml. This CAPA involves going from 60ml to 50ml because it will increase the stability of the plunger rod. The spec deviation sd 2017-017 is currently allowing 60ml product to be sold, while also knowing that 60ml product has increased leakage past the stopper. The CAPA and validation/verification for this is expected to be completed by the end of this year. After which, a shelf life study will confirm that the product meets the leakage past stopper requirement over 5 years shelf life.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use there was leakage pas the plunger with a bd¿ luer-lok syringe 60 ml. The following information was provided by the initial reporter: customers have noticed leaks around plunger seals during use of syringes. Blood/liquid has leaked from the inner seal, filled the gap between the seals, and then leaked from the outer seal.